Manufacturer narrative:
Product analysis no damage was noted to the catheter heating element/coil. No bulging was observed and the tip was observed to be uniform. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. No anomalies were observed along the catheter shaft. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 87.4 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 159.4 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.70 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.07 k ohms) all 4 tests passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the closure fast catheter, the patient complained of excessive pain at the time of radiofrequency and the catheter was difficult to withdraw. After the procedure, it was noticed that the tip of the catheter was not perfectly smooth but there was a bulge that could explain the difficulty in removing. Tumescent infiltration, compression and local anesthesia were utilized. No part of the coil was exposed. There were no error messages /codes/warnings displayed. The device was safely removed from the patient without resistance/intervention. No vessel damage reported. No additional treatment was required and the vein is reported to have closed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.